Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the customer sent the user interface module (uim) to carefusion for the repair and evaluation. The suspect uim component was bench tested, inspected connections and components within the uim by the service group, which did not duplicate the customer event. The failure analysis lab assisted with the evaluation and could not determine a root cause since no failed component could be identified.

Event description:
The customer reported an distorted screen on this avea ventilator on power up. The customer stated that there was no patient involvement.